Manufacturer narrative:
(B)(4). Evaluation summary: although there was no reported device malfunction associated with the complaint device, the steerable guide catheter device was returned and a tear on the soft tip was observed. The investigation concluded that the torn soft tip was related to the condition of the clip at the time of removal. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The second mitraclip delivery system referenced was filed under a separate medwatch MFR report number.

Event description:
This report is filed for the torn soft tip on the steerable guide catheter, found during returned device analysis. A torn soft tip has the remote potential to cause serious injury if a piece of the soft tip is left behind in the anatomy. It was reported that during a mitraclip procedure to treat mixed mitral regurgitation with challenging anatomy the first mitraclip was deployed without issue and mitral regurgitation was reduced from grade 4 to 3. The second mitraclip delivery system (cds) was inserted and advanced through the steerable guide catheter (sgc) without resistance. Following the device instructions for use (IFU) to check clip functionality in the left atrium, the clip opened and a one-time click noise was heard and the clip jumped to greater than 180 degrees open. After the click was heard, there was no resistance turning the arm positioner at all; it turned freely. X-ray noted the clip had detached from the delivery catheter shaft but remained attached to the lock and gripper lines. The cds was retracted into the sgc but the clip with inverted arms was stuck on the sgc. The cds and sgc were removed together from the anatomy. There were no device remnants left in the patient anatomy. There was no adverse patient effect. The patient was stable and was extubated. No additional information was provided. Subsequent analysis of the returned steerable guide catheter, on 07/17/2015, revealed the soft tip was torn.